Event description:
It was reported that the customer had issues with her sensor and blood glucose level reading difference. Her sensor glucose reading was 58 mg/dl but her blood glucose level was 180 mg/dl. She stopped using the sensors. The customer had a seizure due to a low blood glucose level. She was taken to the emergency room. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.